Manufacturer narrative:
The loose setscrew was tightened and this ICD remains implanted. No additional information is available at this time. The device was explanted in 2010 due to normal battery depletion and was replaced with another boston scientific ICD. The explanted device was returned for laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted electrocautery and tool marks on the device header and case surface. A hole was noted in the df- seal plug. All setscrews moved freely. A lead was inserted into each lead barrel and each setscrew was tightened on the lead pin, resulting in a secure connection. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis testing could not confirm the setscrew issue observed in the field.

Event description:
Guidant received information this implantable cardioverter defibrillator (ICD) was not pacing in the right ventricle. An invasive procedure was performed and the proximal ring setscrew was found to be loose. Sensing was not affected.

Event description:
Event description guidant received information this implantable cardioverter defibrillator (ICD) was not pacing in the right ventricle. An invasive procedure was performed and the proximal ring setscrew was found to be loose. Sensing was not affected.